Event description:
On (B)(6) 2026, the patient underwent an ultrasound guided percutaneous cyst drainage catheter placement procedure using navarre universal drainage catheter. Prior to the procedure, it was reported that the length of trocar needle was shorter than the catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria.investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The first photo shows the partial view of clinician holding a drainage catheter in which thread was coming out from hub hole and the trocar needle was not noted to be protruding out from the catheter. The partial view of the kit label was noted in which product details was mentioned and verified with tw details. The second photo shows the partial view of drainage catheter which is blurry and unclear. The issue cannot be verified without physical sample. The investigation is inconclusive for the reported length of trocar needle shorter than the catheter issue as provided photos are not sufficient to confirm the issue for both the devices. The definitive root cause could not be determined based upon available information.labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required.section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.